Event description:
It was reported that while the ventilator was connected to a pt, a technical error code indicating disabled valves was generated and ventilation stopped. The ventilator was exchanged with another one and was taken out of service. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).